Event description:
The pt's scs ipg was returned to st. Jude medical from a mortician's office. An internet obituary search was performed and nothing related to the pt's death was found.

Manufacturer narrative:
Results conclusion: the ipg was unable to communicate with a lab pt programmer. Microscopic inspection of the returned ipg revealed tooling marks on the header from the explant procedure. Septums were intact, but discolored. The device was returned in good to fair condition. There is no alleged failure of the device to meet specification and it is assumed the device was returned for disposal. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.